Event description:
A report was received from the affiliate indicating a healthcare worker experienced h2o2 contact while removing a load from a completed cycle. Per the report, the worker was not wearing waterproof gloves, but thick cotton gloves thus burning their left thumb, index and middle fingers; the middle finger was discolored. To treat the h2o2 contact, the employee washed the affected area with soap and water. The symptoms cleared within the day.

Manufacturer narrative:
The load consisted of (1) metal tap. Other load related information was not provided by the initial reporter.